Event description:
This is the second report of an incident on a prismaflex machine for the pt and for the same alarm type, "incorrect weight change alarm" with the potential of resulting in an alarm override limit being reached and therapy stopped. The customer also reported disatisfaction with the field modifications to the hapanin and blood pumps.